Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "failed downstream occlusion test" causes by a failed downstream sensor. The sensor current readings were out of spec (high). The downstream sensor and pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test. It was also reported that there was no pt involvement.